Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device alarming. That patient temperature (pt) was not registering. Alarm would not go away. Unable to clear or silence alert. Confirmed, patient temperature (pt) was registering on screen now. Powered device off and back on. Alarm resolved. And therapy resumed with no further issues. Advised to call back with any additional questions or alerts.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Alarm would not go away. Unable to clear or silence alert. Confirmed patient temperature (pt) was registering on screen now. Powered device off and back on. Alarm resolved and therapy resumed with no further issues. Advised to call back with any additional questions or alerts. A DHR review is not required as the serial number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarming that patient temperature (pt) was not registering. Alarm would not go away. Unable to clear or silence alert. Confirmed patient temperature (pt) was registering on screen now. Powered device off and back on. Alarm resolved and therapy resumed with no further issues. Advised to call back with any additional questions or alerts.